Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert due to high shock impedance out of range. Technical services (ts) was consulted and recommended increasing limit. The lead remains in service. No adverse patient effects were reported.;